Manufacturer narrative:
The investigation has been completed. The impella pump was returned for evaluation and was visually inspected. A cannula kink and catheter kink were observed. No biomaterial was observed. No broken blades were found. No other abnormalities were found. The cause of the low pump flow was cannula kink due to improper technique. B.7 revised as this information was inadvertently omitted from the previously submitted report. D.4 revised model number from the initial submission in accordance with updated procedures. D.6a and d.6b revised from the initial submission in accordance with updated procedures. H.6 code 2199 was reported incorrectly on the previously submitted report. The correct code has been added to health effect - impact codes. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted report incorrectly. No ifus are needed to be reported for this report.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The user facility reported a 80-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support due to having non-st elevated myocardial infarction. After the implant, the impella kinked after it was placed. The flows then cut in half. The impella was replaced.